Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was in a car accident in may and since then stimulation hadn't been working properly. A connectivity check showed disconnect on electrodes 2 and 9 and electrode impedances showed high/do not use on electrodes 2 and 9. Some of the patient¿s programming used contacts 2 and 9 so they were reprogrammed and the patient was getting good coverage in their back and down their legs.